Event description:
It was reported that the pt experienced a pleural effusion. Initial PICC tip position in svc; external catheter migration with tip positon in the right subclavian vein. Possible right pleural effusion; chest united states negative for pleural effusion; PICC ordered removed by md.